Event description:
It was reported that during a wedge resection, the device was stuck on lung tissue. The surgeon pulled the battery out of the device and actived the manual release button. A second device was opened and it also became "jammed". The surgeon was able to remove the second device after it "jammed". A third device was opened and it operated properly.

Manufacturer narrative:
(B)(4). Bailout previously utilized. Additional information was requested and the following was obtained: the first device, at the first firing with a gold cartridge the device jammed and would not open. The reverse would not work and the manual release would not work. The first device had to be cut off tissue. The surgeon stated that he had to take a little bit bigger wedge, but there was no affect to the patient. A second device was pulled and on the first firing the device jammed, but the device was able to be opened. After the first and second devices were at the back table it was noticed that both devices were loaded with a ecr45d. The scrub tech took the first device and bagged the device on the back table and the device opened. A third device was pulled and the correct reload was loaded in the device. The case was completed with no patient consequence. One device to be returned for analysis. The account has only been converted to ees product for two months. They have been a covidien user for 10 years. The analysis results found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was found to be properly installed. Upon evaluation of the device, it was noted non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the bailout lever was noted broken and evidences that the device was bailed out were found. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved it's complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly. The batch record was reviewed and no anomalies were noted during the manufacturing process.